Event description:
It was initially reported that the version 8.0 flashcard that the company rep was attempting to use to upgrade handhelds was not being recognized by the handhelds. Good faith attempts for product return have been unsuccessful to date.